Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) had started to protrude out. The patient underwent an ipg revision procedure.

Event description:
It was reported that the implantable pulse generator (ipg) had started to protrude out. The patient underwent an ipg revision procedure. Additional information was received that the ipg was relocated and remained implanted. The patient was doing well postoperatively.